Manufacturer narrative:
Internal file number: (B)(4).

Manufacturer narrative:
Internal file number - (B)(4). Added code 4109.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated, and the reported difficulties appear to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is being filed under separate a medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda) and damaged by another device. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtr clip delivery system (cds 80821u105) was advanced to the mitral valve and the clip deployed with no issue. An ntr cds (80419u109) was advanced to mitral valve to be placed next to the first clip; however; it interacted with the deployed clip, thus causing the first clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment / slda). The ntr clip was deployed as treatment of the slda and to reduce the mr to 3+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.